Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that during right inferior pulmonary vein (ripv) ablation using a farapulse catheter, st elevation was confirmed on the patient. After coronary angiogram (cag), the cause was not known, and the patient¿s st returned to normal after one hour. The patient was noted to have transcatheter aortic valve implantation (tavi). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).